Event description:
The generator was received by the manufacturer for product analysis. During the bench interrogation of the pulse generator, it was found that the pulsedisabled and eos warnings were set. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
The clinic notes for a patient's generator replacement referral report that the patient suspects that the vns generator battery is depleted as their seizure frequency has increased. An implant form was later received confirming that the patient's generator was explanted and replaced due to "prophylactic battery replacement.". The explanted product has not been received to date. No other relevant information has been received to date.